Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and opening. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and two opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening and two striated edge opening on radius side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.